Event description:
A report was received that following a car accident, the patient was having a shocking sensation. Analysis by bsn sales representative did not reveal any abnormalities in the stimulation output. The root cause of the shocking sensation could not be determined. The physician has recommended a lead and pocket revision.